Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
20 patients (24 events) with some patients having multiple instances of recurrent obstruction - 2 patients each had 2 obstructions, and 1 patient had 3 obstructions. Notably, there were total 22 patients (29 obstructions) patients discovered in this study, but 2 patients had obstructions that were not identified on imaging and thus not accounted for in table 3.5-3. Clarification regarding how additional obstructions were identified could not be obtained. Five of the 22 patients (22.7%, 5/22) with recurrent biliary obstruction had reported off-label use of the device. Off-label use of the evo-b uncovered stents was identified where the stent was placed side-byside with another stent in 5 patients (3.7%, 5/135) and deployed through the wall of a previously placed or already existing metal stent in 2 patients (1.5%, 2/135). It can be noted that deploying the stent through the wall of a previously placed or existing metal stent is use error. This file will conservatively capture 02 x use error leading to obstruction. Patient outcome is unknown.

Manufacturer narrative:
Cancellation report is being submitted due to the file no longer being reportable as per clinical input, "as use related/off label use and where no adverse event is identified then no complaint is required."

Event description:
Cancellation report is being submitted due to the file no longer being reportable as per clinical input, "as use related/off label use and where no adverse event is identified then no complaint is required." No adverse effect to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. Low risk of failure mode indicates no potential for serious injury if the malfunction were to recur.